Manufacturer narrative:
The customer did not provide patient demographics such as weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications (calibration, quality control, system check) met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. Conclusion: the cause of the non-reproducible elevated access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered at 5.42 ng/ml above the normal reference range of the assay (0.00-0.04 ng/ml). The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system approximately two hours later and obtained results of 0.02 ng/ml, within the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. The patient had a cardiac catheterization. There was no additional change or impact to patient care reported in association with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged for ten (10) minutes at 3,000 rpm (revolutions per minute).